Event description:
It was reported that during an unknown procedure the jaw is not working & moving freely. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2024. D4 batch #: r95636. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the top of the I-blade upper tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch r95636, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.